Event description:
The nurse reported to sales rep, that "during a surgery, the wire got blocked. The surgeon took another one and finished the surgery successfully and without delay." No adverse consequences are reported for the pt.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.